Event description:
Customer initially reported on a (B)(4) that "the restraint strap connecting to the bed and the patient's left wrist broke". More information received from the customer was that no patient or personnel were injured when this occurred. The customer could not provide any more information or details on the incident or other products in use. Customer stated that this device has been discarded.

Manufacturer narrative:
The customer is not able to return the device used since it has been discarded. The customer is not able to provide any further information as to what restraint this device was being applied to while in use on the patient. The customer did not provide a lot number of this product; therefore, a review of the device's manufacturing process cannot be performed. A review of historical complaints for this particular model shows a low occurrence of reports for this issue and product. Without the returned product or more information of the reported issue this issue is inconclusive as to what contributed to the device breakage. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).